Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got stuck with the guidewire. The devices were removed together and once outside the patient, the guidewire was able to be removed from the catheter. The procedure was completed with another of the same device. There were no patient complications.